Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. This inspection did not show any deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be in conformance with specifications and free of defects. The measurement values of the electrical analysis, in particular, were within the technical specification. No anomalies could be detected during the performed screwing tests. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that one month after implant this lead was explanted due to decreased sensing and pacing impedance values. A minor lead dislodgement was noted. No adverse patient side effects were reported. Should additional information become available, this file will be updated.